Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with sensors on the insulin pump. Customer stated after inserting the sensor improperly there was excess blood. Customer was advised that the device would be replaced.